Manufacturer narrative:
On may 17, 2011, (B)(6) risk manager, stated that the hospital no longer has the permanent cautery spatula instrument. She also stated that the surgical staff believes that a piece of the instrument fell into the patient, however, no pieces were retrieved during the procedure and the patient has not returned to have any fragments removed since. The operating room director stated that this surgeon has had recurring instrument breakage. Multiple clinical sales representatives had re-trained the surgeon in order to avoid future breakage events. Due to the instrument not returned for evaluation, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received.

Event description:
On may 12, 2011, maude event report (B)(4) was received: patient was undergoing robotic lh bilateral salpingo-oophorectomy and mccall's monarch anterior repair. The plastic part of the spatula broke off during the procedure. This has occurred previously with the same operator, according to operating room nurse. Operator has been re-trained by the company rep on previous occasions. Diagnosis or reason for use: surgery for hysterectomy and bladder suspension.